Manufacturer narrative:
One agilis nxt steerable introducer was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Event description:
During a premature ventricular contraction procedure, when the agilis sheath was inserted into the heart chamber and the advisor hd grid catheter was inserted, it was noted that negative pressure was applied from the side port to remove air and a large amount of air was aspirated. After removing the advisor hd grid catheter from the agilis sheath, blood was drawn from the side port without any issues. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air contamination into the patient has not been confirmed. No additional venipuncture was performed. The only products inserted directly into the hemostasis valve of the agilis sheath were the included dilator and advisor hd grid catheter.